Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 07/08/24 and 07/09/24. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.